Manufacturer narrative:
Continuation of d10: product ID: tm90d0, serial# unknown and product type: accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from rep that the difficulty in charging the ins is due to the patient`s confusion. She moved and is stressed from the move.

Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that patient charges everyday but for the last week or so, they've noticed that when viewing the recharger app, it shows the ins is staying at 100%. However, today, patient woke up tremoring and checked the ins with the recharger app and it showed ins was at 0%. Caller stated patient lost communicator and programmer so they haven't used anything besides recharger app to check ins. Caller stated that they were able to get patient charging the ins over the phone but patient is concerned that it's not charging as it isn't incrementing at all and they also reported they've never gotten the tones from the recharger to indicate ins is full. The caller was not with the patient. Ordered replacement communicator from repair. Tss suggested for patient to monitor ins charge level with recharger app and suspected they may be confusing the ins charge level with the recharger charge level. They suggested that caller could meet with patient and see what tablet recharging stats show.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.